Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's right eye (od) on (B) (6) 2010. The reporter stated the icl has a low vault. The icl remains implanted. The patient's bcva was 20/50.